Event description:
It was reported that an occlusion alarm intermittently occurred during basal delivery. There was no adverse impact to the customer's blood glucose level. The customer cleared the alarm and resumed insulin therapy.